Manufacturer narrative:
Two devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, a leak was observed at the spike port cap of both samples. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two (2) units of 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking where the spike port meets the down-stem. This was noted prior to patient use. There was no patient involvement. No additional information is available.